Event description:
Pt asleep when hm-ii pocket controller issues an audible alarm and "change controller" text. The pt attempted to change to a spare device but did not complete the process and died. This pt and his family were extensively retrained on this process several days earlier. The pocket controller issued a confusing message, that did not reflect the situation. The message should have been "call your hospital". The lvad was running well and there was no danger. The design of the pocket controller has made driveline connection much more difficult than the prior design. The pc also has a yellow wrench icon not used on the prior device. Pts are in-fact trained on the use of these new controllers, intensively. The device is more complicated, harder to use and prone to spurious alarms. All render the pocket controller a risk compared to prior design. Yes, the pc comes with an internal battery designed to run the pump briefly, if disconnected from main power or rechargable batteries, but the connection of the driveline is markedly more difficult to insert. Alignment is now more difficult, the force required is now increased and the messaging displayed is now confusing.